Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: part #: 391.201. Synthes lot #: p384314. Supplier lot #: p384314. Release to warehouse date: december 16, 2020. Supplier: rti surgical. No ncr's generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Visual inspection: the cable tensioner (part # 391.201, lot #: p384314; (rti part number: 404-427)) was returned and received at rti surgical. Upon visual inspection, it was observed that the cable had jammed internally. The cable was unable to be removed as the collet assembly will not move with the rotation of the tensioner knob. Functional testing: the tensioner was disassembled and the cable was removed. Functional inspection passed. Can the complaint be replicated with the returned device? Yes, the cable was found jammed internally. Dimensional inspection: a dimensional inspection was not performed by rti surgical as its not pertaining to the complaint condition. Document/specification review: based on the date of manufacture, the following drawings were reviewed cable tensioner: 391_201, current and manufactured revisions no design issues or discrepancies were identified during review. Rti also conducted a manufacturing record evaluation and found that the device met manufacturing specification prior to shipping. Conclusion the complaint was confirmed for the returned cable tensioner as the cable was jammed in the tensioner internally. The device passed functional tests once the tensioner was disassembled and the cable was removed. However, a definitive root cause for the reported issue cannot be determined with the available information. No new, unique or different patient harms were identified as a result of this evaluation. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventive action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021 during an unknown procedure, the cable tensioner had a mechanical problem while activating after which is could not be loosened. The procedure was successfully completed using a second cable tensioner from another company. There was a surgical delay of twenty (20) minutes. This report is for one (1) cable tensioner. This is report 1 of 1 for (B)(4).